Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause could not be fully determined as when the touchscreen is not fully responsible then the root cause could be in the whole chain. Defective touchscreen-> defective front panel board. Flat cable issue between front panel board and control board and the esm (spi channel) in consequence the correction to replace msp 161290 display front complete corrected the issue. There was no patient or user harm.

Event description:
The report say: the ventilator was found during standby testing that the touch screen could not touch normally the selection knob can be selected normally. Replace another ventilator. No impact on patients and departments.